Event description:
Event description boston scientific received information strips from this pacemaker generated during transtelephonic monitoring (ttm) showed loss of ventricular capture. Eleveted thresholds were also noted. Faxed in ttm strip. This pacemaker is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header.